Manufacturer narrative:
The device in question was returned to mmdg and evaluated. It was found to have a damaged pc board, which was replaced. The pump was investigated during the window in which mmdg has discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump was used to investigate volumetric accuracy, this calibration shift could have led to incorrect laboratory test results. This is a retrospective filing. Because mmdg's laboratory test results are suspect, we have re-evaluated the complaint based solely on its description, in which the initial reporter stated the pump's volumetric accuracy appeared to be out-of-range. Mmdg is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between march 18 and november 6, 2015. These pumps will be recalibrated at mmdg. Mmdg will also require nfr (non-factory recertification) certified customers (including third party service contractors) to review their recalibration and repair logs since july 1, 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If they choose not to recalibrate those pumps, the pumps will need to be returned to mmdg for recalibration.

Event description:
The initial reporter stated: "over infused." During follow-up communication, mmdg clinical also learned that "while some actions were performed in the home care settings to resolve minor issues (i.e. Stabilization of blood sugar, etc.), no patient was required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death." (B)(4).